Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged bearings" was confirmed. During service the device failed the "cutter insertion" test. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device needed servicing. During servicing, the device was found to have damaged bearings. It is unk if the device was used during surgery. It is also unk if there was pt or user injury, medical intervention or surgical delay related to the event.